Event description:
It was reported that the patient presented for implant procedure. The right atrial (ra) lead was first implanted. However, while the opened wound was being stitched it was discovered that the ra lead monitoring parameters disappeared. There was no physical damage observed on the ra lead. The physician elected to explant the original ra lead and implant a new one successfully instead. There were no patient consequences.

Manufacturer narrative:
The reported event of ¿suspected damage possibly due to suture sewing thread material during stitching the wound¿ was not confirmed. A complete lead was returned in one piece for analysis. Visual and electrical analysis was normal with no anomalies found.